Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-00664.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-00664. It was reported that during the patient's ipg replacement surgery, the physician discovered that the patient's leads were displaying high impedances. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-00664. Follow up revealed that the patient's leads were explanted and replaced with a different model, and therapy was restored post-op.